Manufacturer narrative:
On 09 apr 2019 arjo was informed about the radius arm detachment on enterprise 5000x medical bed which occurred in the queen elizabeth hospital in the UK. It noticed by the facility staff who reported the malfunction to the arjo representative. The bed was removed from the hospital ward to the arjo storage area, where it was evaluated by arjo technician. The malfunction regarding radius arm detachment was confirmed and it was also noticed that the c-clip securing the radius arm was not attached to the bed's frame. There was no patient on this bed when the malfunction was noticed. Also, no injury or other medical consequences reported. Although no patient was involved and no adverse event occurred, the complaint decided to be reportable due to malfunction - the radius arm detachment which may lead to the bed's collapse and hazardous situation when the patient would be placed on the bed. The review of post-market surveillance data and investigation carried out in terms of radius arm detachment revealed that the radius arm would not detach when the bed is handled in accordance with the product instructions for use with each device is delivered to the customer. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. The instructions for use dedicated to the enterprise 5000x bed (746-577-UK_14) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as evidenced by the testing carried out by the manufacturer. Additionally, during evaluation performed, arjo technician observed that the c-clip was not in place. This component is responsible for securing the radius arm is assembled at the production line and its presence is additionally verified during the final check of the bed. Each manufactured enterprise 5000x is checked during quality inspection gate to verify the required product specifications and check whether the acceptable performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number p0514257 (manufactured on 20 oct 2018) has been reviewed for this specific device and no anomaly was found. Additionally, the bed visual inspection and operation was checked before the bed was released for use. There were no issues observed. The claimed enterprise 5000x bed met the manufacturer's specification prior to the delivery to the queen elizabeth hospital and that the c-clip was present when the bed was released for use. The c-clip could detach at the time when the radius arm detached from the bed's frame. This is the most probable scenario, however, it could not be confirmed based on the gathered information. To sum up, the enterprise 5000x bed was not used with the patient when the radius arm dislodged from the bed's frame, however this device was involved in the reported malfunction. During the device evaluation, this malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can only occur when the bed is handled not in accordance with the instruction for use. Although there was no patient involved and there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment, which may create a hazardous situation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the radius arm detachment on enterprise 5000x medical bed which occurred in the hospital in the (B)(6). There was no information regarding patient involvement and no injury was reported.